Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 210 units and remained static. Reportedly, the cartridge was filled with possibly over 300 units of cold insulin. Blood glucose level was 127 mg/dl. Reportedly, the customer continued using the existing cartridge for insulin therapy.